Event description:
During surgery, when the rod coupling in sterile tibial kit was used, the screw of the rod coupling was tight and did not function. Therefore the surgeon used the t-wrench and the pincer, and rotated the screw of the rod coupling. Afterwards, the surgeon used the rod coupling and the surgery was completed.

Manufacturer narrative:
Device remains implanted. If the device or additional info becomes available it will be reported on a supplemental report.